Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that the insulin pump had a crack and blank display. Troubleshooting was performed and found that there was damage to the battery caps and contact. It was reported that the crack at the back of pump battery compartment. No harm requiring medical intervention was reported. The customer will discontinue the use of the insulin pump and revert to the backup plan as per healthcare professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. The pump was received with a loose metal contact on the battery cap due to a broken three heat stake post. A test battery cap locks securely into place. The pump was also received with a blank display. Unable to perform the self test, active current measurement, sleep current measurement and displacement test due to blank display. Unable to download history files and traces using thump due to blank display. During visual inspection, cracked case-corner of belt clip rails near the battery tube compartment shifted the battery tube out of position not allowing proper contact between the battery cap contact and battery tube. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. By using a test case, the pump powered up properly and continued self test, currents measurements, download history files and traces using thump. The pump passed the self test, sleep current measurement and active current measurement. The pump was monitored, and no blank display noted. Blank display was confirmed due to shifted battery tube assembly. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 03/07/2021 to 08/03/2023. There was no data available to verify power error 25, low battery alert, power loss alarm and replace battery alert/replace battery now alarm in the formatted history file for the event date. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Battery cap contact missing/damaged was confirmed. Cosmetic damage was confirmed at the back battery compartment of the pump. Unable to perform the required testing, download history files and traces using thump due to blank display. Blank display was confirmed due to shifted battery tube assembly. By using a test case, the pump powered up properly and continued self test, currents measurements, download history files and traces using thump. No blank display noted while using a test case medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.